Manufacturer narrative:
(B)(4).

Event description:
It was reported the catheter was being placed into the patient's left subclavian in the intensive care unit. The clinician experienced difficulty when advancing the catheter over the spring wire guide. She aborted the procedure and removed the wire. At which time she noticed the wire was kinked and slightly uncoiled. As a result, they decided to place a new catheter femorally for the patient. There was no delay in treatment and no patient death or complications reported.